Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the "air/water-tube has foreign object" malfunction could not be identified. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the suction cylinder had no color, cable unit had discoloration due to water leakage. Scope connector case unit had discoloration due to water leakage. Due to damage on plug unit, the focus was not changed to near point. Due to wear of angle wire, bending angle in right direction did not meet the standard value. Light guide bundle had breakage. Adhesive on bending section cover had a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a whitish foreign material inside of the air / water tube. There was no patient involvement.